Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer dropped their glucose meter in the water. Customer's blood glucose level was reported at 460 mg/dl. The customer stated they will ask their trainer for replacement information. No further information was provided.